Event description:
Rptr filed medwatch in 1993. Total number of breast surgeries, beginning with first implant surgery: 2 for left, 6 for right. Implants were never replaced. Implants were placed for cosmetic reasons. Medical professional has confimed silicone outside the breast scar capsule, in the chest area. Rptr claims excess fluid numbness (nipple or breast) as a result of rupture and bleeding through envelopes for devices. Rptr claims 6 capsular contractures, and 6 closed capsulotomies for treatment. Rptr claims to have been diagnosed with the following after implantation: high or low blood pressure, anxiety/depression, lack of concentration, short-term memory loss, getting lost of confused, chest/rib cage, pain/burning sensation, elevated cholesterol or triglycerides, dry eyes/cornea peel twice, thyroid problems, chronic pain, heat/cold sensitivities, chronic diarrhea/constipation, esophagitis, duodenitis/gastritis, irritable bowel syndrome, hysterectomy, ovarian problems, substantial hair loss not connected with medications, frequent migraines/severe headaches, heart palpations, hypersentistivity/allergies to chemicals, molds, dust, pollen, insect bites, and stings; connective tissue disease, "ands", joint inflammation, swelling, pain/arthralgia, degenerative disk disease, chronic swollen lymph nodes/lymphadenopathy under arms, chronic unexplained muscle spasms, frozen shoulder, muscle pain & burning, unexplained rashes, unexplained severe itching, numerous moles and freckles, chronic insomnia, long-term extreme fatigue, granulomas or silicanomas, clumsiness/drop things.